Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by approximately 30 mm. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the profile of the fully expanded stent. It was noted that the shaft of the device was kinked at approximately 60 mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted on (B)(6) 2013 during a bronchoscopy procedure with stent placement. According to the complainant, no visible issues were reported with the device. During the procedure, the stent was implanted within the target anatomy without any issue. However, immediately following stent placement, it was noted that the stent did not expand. The stent was removed from the patient and the procedure was completed with a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted on (B)(6) 2013 during a bronchoscopy procedure with stent placement. According to the complainant, no visible issues were reported with the device. During the procedure, the stent was implanted within the target anatomy without any issue. However, immediately following stent placement, it was noted that the stent did not expand. The stent was removed from the patient and the procedure was completed with a different device. No patient complications were reported as a result of this event.